Event description:
An ophthalmic technician reports that a pt had been prepped lasik surgery, flap was cut, but the system experienced a malfunction and they were unable to complete the procedure within the same session. The surgeon plans to let the pt heal for approx 3 months and then proceed with the treatment. Attempts to follow-up on the status of this pt have been unsuccessful.